Manufacturer narrative:
Device evaluation found , service repair noted a cut on a-rubber found and due to cut water tightness is lost. Nozzle is dirty, foreign material found on forceps elevator. In addition, during evaluation , service repair noted the following findings: adhesive on a-rubber is detached due to wear of angle wire, bending angle in up/down/left direction does not meet the standard value. Due to wear of angle wire, the play of r/l & u/d knob is out of the standard value. C-cover has a dent. Investigation is ongoing. This report will be supplemented accordingly following investigation.

Event description:
During an annual inspection, leak through angulation rubber was found. In addition, foreign material was observed on the forceps elevator channel. There was no patient harm or injury reported due to the event. No user injury reported.

Manufacturer narrative:
A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, a definitive root cause could not be established. The suggested phenomenon was presumed to have been due to the following: due to k-wire broken, forceps elevator did not work and reprocessing under forceps elevator was insufficient. Then foreign material remained. User¿s brushing method of/around forceps elevator differed from the instructions for use (IFU) recommendation. Facility staff was less trained in device handling, usual reprocessing and reprocessing before returning device for repair in accordance with IFU. The IFU (reprocessing manual) says about an infection-control risk caused by insufficient reprocessed device as below: ¿all channels of the endoscope, including the elevator wire channel where fitted, must be cleaned and high-level disinfected or sterilized during every reprocessing cycle, even if the channels were not used during the previous patient procedure. Otherwise, insufficient cleaning and disinfection or sterilization of the endoscope may pose an infection-control risk to the patient and/or operators performing the next procedure with the endoscope.¿ IFU (reprocessing manual) details reprocessing method of/around forceps elevator at ¿manual cleaning: brush the forceps elevator¿. Since IFU (operation manual) specifies on foreign material at forceps elevator in ¿inspection of the endoscope¿, the suggested event was detectable. Moreover, IFU (operation manual) says as below: ¿returning the endoscope for repair: thoroughly clean and high-level disinfect or sterilize the endoscope before returning it for repair. Improperly reprocessed equipment presents an infection control risk to each person who handles the endoscope within the hospital or at olympus.¿ olympus will continue to monitor field performance for this device.